Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia after a period of elevated glucose following a meal while using dexcom g7; the device continued automated dosing during the postprandial rise and insulin stacking was discussed during troubleshooting and education. Symptoms included feeling unwell and nervous. Outcomes included self-treatment of low glucose with oral carbohydrates, including orange juice and glucose tablets, with no medical intervention or hospitalization. Investigation included customer-care review of device use and education on system behavior and glycemic trends. Investigation of this case revealed no device alarms or malfunctions and indicated hypoglycemia with unclear cause in the context of recent postprandial hyperglycemia and automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.